Event description:
It was reported that a balloon rupture occurred. A 10mm x 3.00mm wolverine coronary cutting balloon was used to dilate the target lesion and upon inflation, the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported in relation to this event.